Event description:
Reporter reported to smiths medicalthat the pt end pressure tubing comes out at the female end that attaches to the stopcock. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer reported 5 different lots associated with this issue. Lot 1247189, manufactured 12/2007, lot 1263927, manufactured 12/2007, lot 1171261, manufactured 09/2007, lot 1292051, manufactured 02/2008. The customer indicated that samples would not be returned. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.